Event description:
The "carroll girard screw" threads broke off in the patient's facial bone while surgeon attempted to remove the facial bone. Unable to remove the threads from patient bone. Biomet rep was witness to the event.